Event description:
It was reported that this was an arteriotomy closure of the heavily calcified left common femoral artery with prostyle devices using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, with 4 devices, a cuff miss [suture retrieval issue] occurred. The suture of another prostyle device was successfully pre-placed. However, when attempting to pre-place an additional prostyle suture, a foot separation was noted upon device removal. A surgical cut down was performed to remove the separated footplate. The sheath was upsized to a 14f sheath, and the tavr procedure was completed. The one pre-placed suture was removed, and hemostasis was achieved surgically [manual suturing]. There was no reported adverse patient sequela. However, a clinically significant delay was reported [as a result of the cut down]. No additional information was provided.

Manufacturer narrative:
The additional prostyle devices with reported issue referenced in b5 are filed under separate medwatch report numbers. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this. In the absence of device returned for analysis a conclusive cause for the reported foot break could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.